Event description:
New information received notes that the programming interventions were made. There were no patient consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented for follow up with the implantable cardiac monitor exhibiting false pause episodes caused by under-sensing. Programming interventions were discussed. No interventions or symptoms were reported.